Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.005453 - the dentist reported that, 1 year after the dental implant was installed in intraoral region #23, its loss of osseointegration was observed. The implant was installed without immediately load and bone graft was executed.